Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
They disintegrate without even using them- tampon [device breakage] case narrative: consumer reported via e-mail that the tampons disintegrate without use. No injury reported.